Event description:
Adverse event(s): "no patient involved." (No patient involvement). Product problem(s): "system message displayed." (Device displays error message). A nurse reported a reoccurring error message. The system was rebooted 3 times prior to procedures starting or patients being prepped. There was a 30 minute delay. There was no patient involvement.

Manufacturer narrative:
A company service representative examined the system and was able to duplicate the reported system message. The c-clip solenoid spacer was replaced. The system was then tested and met all product specifications. (B)(4).